Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created to capture the second revision reported in (B)(4). Patient was revised to address bone injury/loss to the femur and tibia, scarring, adhesions and loosening of the tibial component at cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017; dor: (B)(6) 2018 (femoral and insert). Doi: (B)(6) 2015; dor: (B)(6) 2019 (tibial tray). Left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.